Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, the device failed to achieve hemostasis. Hemostasis was achieved using manual compression. There were no reported pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.